Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection and functional testing performed. Downstream occlusion (dso) seal has detached from chassis. Confirmed customer complaint. Replaced dso seal, performed product verification testing (pvt), and device passed all test criteria. Updated software. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a detached downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.